Manufacturer narrative:
The failure investigation has been completed and the alleged history and the alleged malfunction alarm issues were verified. Additionally the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer was unable to access pump history and the touch screen was unresponsive. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 201mg/dl.